Manufacturer narrative:
Device used for off label indication. The indication the device was used for was motor cortex. Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient was non-responsive, had a poor neurological exam, and was diagnosed with fungal pneumonia in the lungs. The physician wanted a MRI of the patient's brain. The patient was admitted to the hospital. The patient's indication for use was off-label: motor cortex. The cause of the patient's issues was not specified and there were no further interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.